Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient's cardiac resynchronization therapy defibrillator (crt-d) was "failing" and the "battery was dying". The patient's daughter also reported that they heard a lead integrity alert (lia) and two leads were "messed up". Follow up yielded no information. The crt-d and the leads remain in use. No patient complications have been reported as a result of this event.